Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on (B)(6) 2015 at 8:00am. It is not known what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. The reporter stated that 15 minutes after the alleged issue began the patient developed symptom of "lightheadedness". As a result of the alleged issue, the reporter claimed that on (B)(6) 2015 at 9:00am the patient took action of consuming less food and drink and was later treated at 3:00pm at the emergency room (ER) with IV fluids. The reporter claimed a blood glucose test was performed on a laboratory device at an unspecified date and time but was unable to confirm the result obtained. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse to the device. The csr noted that based on the information provided, the batteries did not need replacing. The alleged power issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged power issue began.